Manufacturer narrative:
(B)(4). The customer (biomed) advised physio-control that they are unsure of their status to repair the device due to the age of the device and the costs associated with repair.  The device has not been returned to physio-control for evaluation. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device would not stay powered on with dc power. The customer advised that they do not have any additional batteries to test out and these particular batteries are not able to take a charge. There was no report of any patient use associated with the reported issue.